Event description:
During an in clinic follow up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted, and the recommended reprogramming was performed to resolve the event. The patient was stable and there were no consequences.